Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "drill bit tip broke off in patients tibia".

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received drill was found to be broken from the cutting flutes. Overall, the drill showed normal signs of usage. The cutting flutes appeared to be worn off or damaged. The breakage surface largely shows signs of a brittle fracture with very little signs of permanent deformation indicating that the breakage was instantaneous. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the issue is deemed to be user related. The nature of breakage which is brittle indicates towards a potential sudden overload of the drill (non-axially) during use. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "drill bit tip broke off in patients tibia".